Event description:
A customer reported to baxter corporate product surveillance (cps) a mini-bag plus docking assist tool in which the left side of the docking assist tool (product code 2c4950) is not working correctly. The customer stated that during docking, clicking noise can be heard. Medical information specialist (mis) then had the customer flip the docking tool to inspect the gearing. The customer does see a visible difference in gear material between the side that does work. When under pressure the gear is skipping teeth on the track during the docking process. The customer has had the docking tool for approximately 2 years. The customer can now see why tool is not working and will call baxter representative for replacement options. Customer does not require follow-up and will be contacting their sales representative for a replacement docking tool. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The device underwent visual inspection and was tested by pulling the handle to ensure the slide functioned properly. The customer reported condition was not confirmed and the root cause was not indentified.

Manufacturer narrative:
(B)(4). The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.